Manufacturer narrative:
Additional suspect medical device component involved in the event: model: sc-2218-70 serial: (B)(4) description: linear st lead, 70cm the explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had an infection wherein she experienced fever, edema and erythema at the generator site and the cause was unknown. It was reported that the patient scratched the generator site which caused a scab to open and bleed slightly. Intravenous vancomycin was given to the patient. Nothing occurred during the recent procedure that had contributed to infection. The patient underwent an explant procedure. No device malfunction was suspected.